Event description:
Pad would not "synchronize" with monitor.

Manufacturer narrative:
It was reported that when using the device "the zoll monitor was unable to synchronize to the r wave and thus could not deliver a shock when the patient needed to be cardioverted. They attempted to adjust the pads and even restarted the zoll machine, but to no avail". It was reported that the device was switched out for "a lingering zoll branded pad" and "they we able to cardiovert successfully". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.